Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the pod was removed and the patient self-administered an insulin injection. The device investigation observed an exposed cannula damage and fluid leakage during testing.